Event description:
Additional information was received. It was reported that the system became unresponsive when the manufacturer representative (rep) was logged into the customer side, typically after 40 minutes to several hours. The issue did not occur in stealth admin mode as they did not stay there long. When the system became unresponsive, neither the touchscreen nor the mouse functioned. The problem persisted even after the software was uninstalled and reinstalled. The system froze during a digital intercommunication of medicine (dicom) transfer. The number of patients on the system at that time was unknown. It was reported that the solid-state drive (ssd) was replaced.

Manufacturer narrative:
H2: additional information added to b5. Correction: fdr updated to c20, fdc updated to d15 to reflect no products being returned and analyzed. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: (B)(4) , serial/lot #: -, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received because the solid-state drive (ssd) was replaced and software was uninstalled/reinstalled. Previously reported codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was intermittent simultaneous software freezing occurring on both monitors. It was noted that there was no visible monitor damage. There was no patient present.

Manufacturer narrative:
H2 - h6: a manufacturer representative went to the site to test the equipment. The solid-state drive (ssd) was replaced. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.